Manufacturer narrative:
This report will be updated when additional information is received and when the evaluation is complete.

Event description:
This event was reported with minimal information. It was reported that there was a minor neptune fire. It is unknown if there was patient involvement or adverse consequences related to this event. Additional information is being requested from the account.